Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not replicated. The system then passed the system checkout and was found to be fully functional. Archives were received and reviewed by medtronic. The registration model showed multiple yellow and red points. Good coverage of forehead, lacking points on nose. The trace registration was based off of an MRI. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that, during an axiem tumor resection, a large skin flap was made, the surgeon felt inaccurate after draping and making the skin flap. The site had placed the patient track on the mastoid. It was noted that the inaccuracy would be potentially caused by skin movement due to large skin flap. The surgeon felt inaccurate 1 cm to the right when on the midline. The surgeon aborted navigation and continued the case. There was a 5-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through log analysis. If information is provided in the future, a supplemental report will be issued.